Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's pacemaker exhibited no radiofrequency (rf) telemetry and was unable to be connected upon multiple attempts. Pacing was verified with an electrocardiogram (EKG) by placing a magnet. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that premature battery depletion was alleged on the pacemaker (pm). The physician elected to explant and replace the pm. The patient condition was stable.

Manufacturer narrative:
Correction: e1 initial reporter in 2017865-2025-16827 submitted on 22 may 2025 should have been "dr. (B)(6)" rather than being blank.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. The reported event of premature discharge of battery was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was at normal level. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.